Event description:
It was reported that patient's right ventricular (rv) lead exhibited low defibrillation impedance. It was also noted that first shock was not delivered during ventricular fibrillation (vf) episodes. Programming changes were made. There were no patient consequences.